Event description:
Information was received indicating that a smiths cadd® extension leaked from the filter. Due to the leakage, the medication was remixed and the patient was re-accessed after each leak. There was no reported serious injury to the patient.